Event description:
The tip of the laparoscopic fascial closure instrument broke off during use into the pt. X-ray was called, the broken piece of instrument was located and removed in its entirety. Diagnosis or reason for use: acalculous cholecystitis w/severe biliary colic and ovarian cystic mass.